Event description:
The pt received an add'l scs system consisting of an ipg, paddle lead and lead extension on (B) (6) 2008. It was reported that about 6 weeks later, the pt claimed that the new ipg implant site is hot all the time, not just during recharging. The pt also claimed that he has to recharge this ipg frequently and for a longer time. The pt was receiving adequate stimulation but requested this system to be removed. The physician explanted the system, but did not return the devices to ans for eval. No further info is available. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.